Event description:
The 18.0 lens was exchanged for a21.0 lens due to unhappy vision. This does not meet criteria for reporting based on applicable medical device regulations. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens.

Manufacturer narrative:
Correction and additional information provided in b.5, and h.10. The initial decision to report was incorrect resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. There was one other complaint with the same lot. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an explanted iol with reason " patient unhappy with vision."